Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 90% stenosed lesion in the iliac artery. After performing pre-dilatation with an armada 35 6.0 mm balloon catheter, an absolute pro 8.0 x 40 mm was deployed. An attempt was made to dilate the lesion proximal to the implanted absolute pro with an armada 35 10 x 20 mm balloon catheter but it ruptured at 10 atmospheres when inflated for a first time. A new armada 35 10 mm balloon catheter was used to further dilate the lesion and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.